Event description:
Nurse reported that customer was hospitalized for high blood glucose. Nurse stated that, the customer had urinary tract infection prior to hospitalization. Customer was unable to complete troubleshooting at the time of call. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.